Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 20 x 4.50 rebel stent, it was noted that the stent struts were separated. The procedure was completed with another of the same device. No patient complications were reported. The patient status is fine.